Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for implant using a 9f amplatzer talisman delivery system. It was noted via fluoroscopy during procedure, that the right atrial disk of the occluder exhibited an expanded bulbous deformation when deployed inside the patient. No contact occurred with intracardiac tissue during deployment and no bends or kinks were observed in delivery system. It's noted that there was some resistance felt when recapturing/removing the occluder, but no visible issues were overserved with the delivery system. The occluder was fully recaptured and remove from the patient prior to release from the delivery cable. The decision was made to replace the 30-25mm amplatzer talisman (pfo) occluder and 9f amplatzer talisman delivery system with ones of the same size to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.